Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 30 mg/dl. The customer stated that she stopped wearing the sensor because of discrepancies between the blood glucose and sensor readings. The customer declined troubleshooting for low blood glucose.